Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient's spouse reported that the patient experienced a stoma site infection and stoma site swelling since (B)(6) 2019. The patient saw a physician and was prescribed amoxicillin and then doxycycline for 4-5 days. The patient then experienced a rash on her body and abdomen and both antibiotics were stopped. On an unknown date, the rash subsided and the stoma site had healed.